Event description:
It was reported that a device was used during an unknown procedure. It was reported that when the device was fired, some of the staples remained in the instrument. There was bleeding in the staple line. The surgeon hand sutured to repair the anastomosis. There were no other documented consequences to the patient.